Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the back therapy electrode pads. The patient was in a hospital and stated that hospital staff were putting lotion on the irritation. During a follow up call, the patient stated that the irritation had improved.